Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented with pneumothorax following implant of a right ventricular lead and right atrial lead. The pneumothorax was resolved by insertion of a chest tube.